Event description:
A us distributor reported that a patient's electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to a bent pins in the trunk cable, preventing the belt from plugging into the monitor. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.